Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a pt was to have vns lead and generator replacement surgery performed due to high lead impedance. All attempts for return of the explanted devices have been unsuccessful to date. The pt had no trauma and does not manipulate the vns. The vns was disabled when the high lead impedance was first noted on (B)(6) 2011.